Event description:
It was reported that the implantable cardioverter defibrillator (ICD) possibly delivered inappropriate shocks and anti-tachycardia pacing for supra ventricular tachycardia (svt). After the device detected an svt episode, shocks and atp were delivered for device classified episodes of ventricular fibrillation (vf) and ventricular tachycardia (vt). It was also reported that the right ventricular (rv) lead exhibited a high capture threshold. It was also noted that the patient experienced lightheadedness. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted: (B)(6) 2012 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) possibly delivered inappropriate shocks and anti-tachycardia pacing for supra ventricular tachycardia (svt). After the device detected an svt episode, shocks and atp were delivered for device classified episodes of ventricular fibrillation (vf) and ventricular tachycardia (vt). It was also reported that the right ventricular (rv) lead exhibited a high capture threshold and t-wave oversensing (twos). It was noted that the patient experienced lightheadedness. The ICD remains in use. The rv lead was reprogrammed to avoid twos and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.